Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the reagent probe a collar wash waste solenoid valve to resolve the issue, no further leaking was observed or instrument errors generated. The instrument software version is 5.4. (B)(4).

Event description:
The customer reported the instrument generated "cc (cartridge chemistry) cuvette not dry before first reagent dispense" error and a leak from reagent probe a on their unicel dxc 600 pro synchron system. The customer stated the leak was contained to the instrument. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.